Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component. Unknown tibial tray. Unknown tibial bearing. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04936.

Event description:
It was reported that the tibial augment screws could not be tightened to the tibial base. The screws ran diagonally and would become stuck. The screws could not be removed without force from the screwdriver. The surgery was completed by fixing the augment with a screw and cement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D11: 32-360298 unknown lot vgd 360 tib / fem coin diver g3: foreign country: germany complaint sample was evaluated and the reported event was not confirmed. Visual examination of the provided photos indicates that an attempt was made to insert the product. There are signs of biological materials on the photographed screw. The device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04936.

Event description:
It was reported that the tibial augment screws could not be tightened to the tibial base. The augment screw was running diagonally into the augment and not providing fixation with the tibial base. The screw was removed with force using the screwdriver as it was stuck. Another augment was opened from which a screw was removed, this screw was then implanted into the patient. Attempts have been made and additional information on the reported event is unavailable.